Event description:
A report was received that during a lead revision due to inadequate stimulation the physician replaced the patient's leads and ipg. The ipg was replaced due to the patient reporting a burning sensation at the pocket site and high impedance due to tissue in the ipg header. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description:enh st ld kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.